Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k041584 and (B)(4) is approved for the market. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with primary osteoporosis and compression fracture at l2. Post-op, a sagittal image of the site confirmed slight cement deviation into spinal canal. Patient suffered with lower extremity pain due to the event. As a result, foraminotomy was planned to be added. The operation of closing the wound was performed temporarily.